Event description:
Pt self tester reports discrepant results compared to lab, date: (B)(6) 2010, inratio: 2.2, lab: 1.78 (lab 75 mins later); date: (B)(6) 2010, inratio: 1.9, lab: 1.64 (lab within 45 mins later).

Manufacturer narrative:
Investigation pending.